Manufacturer narrative:
Patient ID, age, and weight were not provided by the site. A medtronic representative reported that the system logs and patient archive are unavailable. The system allegedly kept going back as if the ¿back¿ button was being touched on the stingray non-invasive patient tracker. This happened when the surgeon would go from the ostium seeker to the curved suction and would try to register the suction. He would be going to place the instrument into the divot. It was as if the system was still sensing the ostium was being used, and thus calculated the length of the ostium seeker and thus interpreted it as the ¿back¿ arrow on the stingray being touched. It would ¿touch¿ twice and all the tracing info would be lost. He was able to recreate the scenario only when they go from an ostium seeker to the suction.

Event description:
A medtronic representative reported that during a functional endoscopic sinus surgery, when navigating, they switched the instrument tracker from the ostium seeker to the 70deg. Suction, the surgeon went to verify it and and the software went back to register, and their tracer registration was lost. They re-registered the patient, went forward to navigate and the same thing happened again.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.